Event description:
It was reported that stent partial deployment occurred. A 8x60x120 epic vascular stent was selected for use. However, during unpacking, it was noticed that the stent was partially deployed. The procedure was completed with no patient complications reported.

Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since no event date provided.

Manufacturer narrative:
B3 date of event: updated

Event description:
It was reported that stent partial deployment occurred. A 8x60x120 epic vascular stent was selected for use. However, during unpacking, it was noticed that the stent was partially deployed. The procedure was completed with no patient complications reported.